Event description:
It was further confirmed that both dilaudid and bupivacaine were being delivered by the device. No troubleshooting was done as the pump was not the issue and the patient didrecover. The nausea and pain were more related to the cerebral spinal fluid leak and not withdrawal.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4)

Event description:
It was also reported that there was no documentation of any overdose or an incident of the patient getting too much medication. The patient did have the csf leak and the symptoms the patient reported were due to the leak only. Therapy was "good" once the issue resolved.

Manufacturer narrative:
(B)(4).

Event description:
Drugs in the the device were dilaudid and bupivicaine dose/concentrations unknown to the reporter (unconfirmed if these were the drugs in the pump at the time of this event).

Event description:
Additional information: it was later reported that the csf leak had resolved after 1 blood patch was done. Patient's therapy had been great for her since.

Event description:
It was reported that patient had a very bad adverse reaction to the drug when the pump was first put in and that she came real close to dying. It was explained further that patient had too much medication going in the pump, and spinal fluid leakage. It was stated that the doctor used the normal amount, but ¿my body rejected the normal amount, I was overdosing¿. Patient couldn¿t get in touch with her healthcare provider was taken to the emergency room on (B)(6) 2013. She was dehydrated and couldn't walk, couldn't stand up as she was leaking spinal fluid. ¿it was horrible¿. Two days later they were able to rehydrate her again and she got a blood patch on (B)(6) 2013. Patient had to wait, couldn't move, her "head was banging like someone hit it with a baseball bat and she was throwing up like crazy, just constantly". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).